Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma.

Event description:
Patient's representative reported left side capsular contracture, baker grade I-ii, and pain. The device has been explanted with a capsulectomy. The excised capsule was sent to pathology for analysis which found stromal fibrosis, duct ectasia, and adenosis formations, as well as chronic granulomatous inflammation and evidence of foreign material.